Event description:
Patient was delivering infant and fht decreased to the 80's so provider decided to use kiwi mushroom vacuum. Provider states she was able to achieve suction to the green zone with application, but suction immediately released with any traction and continued to be unable to maintain suction after multiple attempts. This resulted in patient needing an episiotomy to deliver infant quickly. Manufacturer response for laborie kiwi vacuum, laborie's kiwi vacuum (per site reporter).